Manufacturer narrative:
Tibial impactor tip broke off inside the impactor handle. There was no delay in surgery or adverse impact to the patient. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial impactor tip broke off inside the impactor handle. There was no delay in surgery or adverse impact to the patient.